Event description:
On 3/4/85, an ipp device was implanted on 12/19/85, a connector was revised. On 10/30/86, the reservoir was removed from the pt and replaced due to fractured reservoir tubing at the connector.